Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise, resulting in inappropriate shock. The rv lead was explanted on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Correction: h6: field should reflect product not returned.